Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets were disconnecting. It was further reported that the luer that would connect to the patient¿s IV had a wider cone shape tip. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information for b5: it was reported that three (3) clearlink system continu-flo solution sets were disconnecting [previously reported two (2)]. H10: one (1) device was not received for evaluation; therefore, a device analysis could not be completed. One (1) actual device and one (1) companion sample was received for evaluation. Visual inspection was performed on both returned samples and did not identify any abnormalities that could have contributed to the reported condition. An iso gage test was performed on the returned samples with no issues noted. Function testing including underwater leak testing was performed with no issues noted. The returned devices were determined to be conforming product. The reported condition was not verified for the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.